Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected low reservoir alarm or excessive "no delivery" alarm noted. Unit was programmed with multiple boluses and monitored. The bolus was delivered and recorded properly in bolus history screen. No delivery anomaly noted. Unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reports that insulin pump was under delivering when attempting to bolus delivery and experienced absence of no delivery alarm. During troubleshooting, it was found that customer's husban was not priming properly. Customer's blood glucose was 112 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.